Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the malfunction code on the pump, which was resettable, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if any malfunction code reappeared, which they acknowledged and understood.